Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced gastroparesis all day, and he was thinking of going to the hospital because of his condition. In the evening, the cgm was reading 41 mg/dl and therefore the patient´s wife provided candies to the patient as hypoglycemic treatment, and they decided to go to the hospital. The patient reported that experiencing low blood glucose values triggers his gastroparesis. At the emergency room, the blood glucose reading was 181 mg/dl; the patient was monitored for his blood glucose readings and advised to remove his cgm sensor. He was vomiting every five minutes and was treated with morphine for his gastroparesis. No medication was given for the blood glucose as the value was normal in the emergency room (ER). The patient recovered and was discharged the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.